Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. All other system measurements were fine and the impedance alarm for the system was reprogrammed. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.